Event description:
A report was received that the pt underwent a pocket revision surgery due to soreness at the pocket site. During the revision surgery, the physician added two lead extensions. The pt is reportedly doing well after the surgery.

Manufacturer narrative:
This is the final report.